Manufacturer narrative:
The investigation is still ongoing. The results will be provided after investigation completion.

Manufacturer narrative:
The instructions for use (IFU) for the maxi sky 440 ceiling lift (document number: (B)(4)) in the "care and maintenance - preventive maintenance schedule" informs the user to inspect the strap for wear before every use and to replace the strap every 2 years by an authorized service technician. Also the "daily checklist" section of the document indicates the following: "the following procedures must be followed before each use: inspect the straps for any visible signs of wear, frays, loose threads or other damage. If there is any evidence of damage, do not use it". "Strap inspection" section from IFU describes how the strap inspection should be carried out properly: "if the strap is damaged or shows signs of wear or discoloration, the acceptable load on the strap before rupture can drop rapidly and present a danger for the patient or caregiver. Arjohuntleigh recommends a thorough inspection of the straps every 2 months as follows: 1) completely unwind the strap. 2) look for any signs of wear and discoloration: loose threads in stitched areas, noticeable discoloration (strap colour is lighter than colour in the stitched area), edge wear (fraying), middle wear." The facility staff informed that they did not observe any strap issue before the event. The claimed failure was consulted with the manufacturer. It was concluded based on the information and photographic evidence provided that "either an excessive force was applied on the strap, or that the strap was first weakened following a misuse (friction, harsh cleaning products, sharp edge), and then the strap broke off under a normal force". Using of the harsh cleaning products was excluded as the facility confirmed that they only used wet cloth for cleaning the strap. The facility staff mentioned that no strap failure was observed before the event and did not provide any information that could prove a use error occurred, so the cause of the strap breakage was not determined. To conclude, the arjo maxi sky 440 ceiling lift was used for patient transfer when the strap failure occurred. The device did not meet the specification as the strap broke. The complaint was deemed reportable due to a strap breakage during the transfer of a patient, which resulted in the patient¿s fall.

Event description:
According to the information reported by the customer, the strap of the ceiling lift broke during the transfer of the resident. As a result, the patient fell approximately 80 cm to the bed, and the ceiling lift fell onto the patient¿s stomach, causing pain. The photographic evidence provided, together with the product inspection results, revealed that the strap looks like it has torn, with a frayed area where it broke. The maxi sky 440 ceiling lift which was used at the time of the incident was manufactured in 2010, however the strap was replaced on (B)(6) 2024 during maintenance service by arjo. This component is the part that should be replaced every 2 years, as per instructions for use.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided when the investigation is completed.

Event description:
According to the information reported by the customer, the strap of the ceiling lift broke during the transfer of the resident. As a result, the patient fell approximately 80 cm to the bed, and the ceiling lift fell onto the patient¿s stomach, causing pain.